Manufacturer narrative:
An event regarding revision surgery due to fracture of the stem extender and the mrh femoral component boss was reported. The event was confirmed via the photographs of the explanted femoral construct provided. Method & results: device evaluation and results: photographs of the explanted femoral construct were provided. The tip of the boss of the femoral component appears to be fractured. The fractured threaded section of the stem extender component remains in the boss of the femoral component. An image of the stem itself was not provided. Medical records received and evaluation: insufficient medical records were provided for review. Clinician review of the medical records provided concluded: failure mode is certainly procedure-related because related to surgical technique of reconstruction of bone defects although the details remain obscure due to lack of adequate information. Early post implantation x-rays wold be required to solve further details of the failure scenario. From the patient perspective there is no info and this pi case is certainly not device-related. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Information such as evaluation of explanted components and early post implantation x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened. Not returned to the manufacturer.

Event description:
Right revision. Patient had a femoral component that broke in half. The implant date was in 2004. There was no delay in surgery. Mrh femur, grms proximal tibia. Update: as per medical review the stem broke not the femoral.